Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified system error 322. The cause was identified to be a failed lower auxiliary assembly, which requires replacement. Should additional relevant information become available, a supplemental report will be submitted. . The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error delayed keypad. Service evaluation verified delayed keypad. The cause was identified to be a failed processor printed circuit board, and the processor printed circuit board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a system error 322 (link switch error (low)) and a delayed keypad. There was no patient involvement. No additional information is available.